Event description:
Boston scientific crm received information that this right atrial (ra) lead was explanted due to an infection.

Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.